Event description:
It was reported that in the surgery with healicoil, the surgeon pulled the tabs on the handle to release suture and remove inserter, the distal tip of the metal inserter stayed in the anchor upon removing handle. The surgeon was able to remove the piece stuck in the anchor with a grasper but the suture was damaged during the process. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One (B)(4) healicoil pk 5.5mm product returned. No suture or anchor was returned. The only return was the inserter, which was separated into two pieces. The weld was broken. The shaft diameter has surface gouges where the tip joins. As an additional safe measure an engineering study has been generated to further investigate this failure mode. Complaints for this mode are being monitored. At this time, no root cause associated with the manufacture of this device was confirmed.